Event description:
It was reported that a patient underwent revision surgery following the fracture of its exception stem prothesis at the distal level while he was at home. Patient suffered from pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The product was returned and lab analysis was performed. The product analysis shows that the product has been returned in spare parts. Indeed, it was noticed that the stem was broken in two parts. The root cause of the breakage could not be determined. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. A complaint extract was done regarding revision due to implant fracture: 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference ps125y04, from january 01, 2018 to march, 09, 2021. 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference ps125y04, batch 0000858950. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery following the fracture of its exception stem prothesis at the distal level while he was at walking at its workplace. Patient suffered from pain.

Manufacturer narrative:
(B)(4). Both surgical notes and x-rays of the initial surgery have been received and analyzed. It is noticed that the patient suffered from cancer and received treatment for it. Review of the x-rays 1 month and 3 months after surgery shows that the area of cancellous bone around the stem was relatively large, meaning that the stem implanted was a little bit small for the patient. Regarding the revision surgery, surgical notes, scanner and x-rays show that the stem was loosen in its upper part, but well osseointegrated in its lower part which confirmed the reported event and might explain the fracture of the stem at the distal level due to mechanical forces exerted on the lower part. The bilateral femoral head necrosis is a direct consequence of the corticosteroids used to cure the hodgkin lymphoma. Moreover, the corticosteroids may have also impacted the bone quality of the proximal femurs. The product has been returned in spare parts. Indeed, it was noticed that the stem was broken in two parts, that confirms the reported event. After further analysis, it was noticed that the type of the fracture was a fatigue fracture, which was deduced from the striations observed at the fracture site on the proximal part of the stem. Moreover, it was noticed that the hap coating was still present on the proximal part of the stem, which indicates that the stem was not well osseointegrated at the level ; whereas it was not present on the distal part of the stem, meaning that the distal part was well osseointegrated. The root cause of the breakage could not be determined. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. A complaint extract was done regarding revision due to implant fracture: - 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference ps125y04, from january 01, 2018 to june, 09, 2021. - 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference ps125y04, batch 0000858950. The review of the instruction for use of the exception stem shows that avantage cup, avantage inlay and alumina femoral head used are compatible with the stem. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. Indeed, the fact that the stem was loosen in its upper part but well osteointegrated in its lower part might explain the fatigue fracture of the stem at the distal level due to mechanical forces exerted on the lower part. It is not excluded that the small size of the stem noticed on the x-rays 1 month and 3 months after the initial surgery explains why it was loosen in its upper part but it can¿t be confirmed that this track is the exact cause of the reported event. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Patient x-ray have been received but have not been analyzed yet. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision surgery following the fracture of its exception stem prothesis at the distal level while he was at walking at its workplace. Patient suffered from pain.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2020 following the fracture of its exception stem prothesis at the distal level while he was at home. Patient suffered from pain.

Manufacturer narrative:
(B)(4).both surgical notes and x-rays of the initial surgery have been received and analyzed. It is noticed that the patient suffered from cancer and received treatment for it. Review of the x-rays 1 month and 3 months after surgery shows that the area of cancellous bone around the stem was relatively large, meaning that the stem implanted was a little bit small for the patient. Regarding the revision surgery, surgical notes, scanner and x-rays show that the stem was loosen in its upper part, but well osteointegrated in its lower part which confirmed the reported event and might explain the fracture of the stem at the distal level due to mechanical forces exerted on the lower part. Insufficient information was provided to establish whether the patient's cancer treatment affected the patient's bone quality and quantity and consequently contributed to the fracture. The product was returned and lab analysis was performed. The product analysis shows that the product has been returned in spare parts. Indeed, it was noticed that the stem was broken in two parts. The root cause of the breakage could not be determined. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. The review of the instruction for use of the exception stem shows that avantage cup, avantage inlay and alumina femoral head used are compatible with the stem. - complaint history : a complaint extract was done regarding revision due to implant fracture: - 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference (B)(4), from (B)(6), 2018 to (B)(6), 2021. - 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference (B)(4), batch 0000858950. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. Indeed, the fact that the stem was loosen in its upper part but well osteointegrated in its lower part might explain the fracture of the stem at the distal level due to mechanical forces exerted on the lower part. It is not excluded that the small size of the stem noticed ont the x-rays 1 month and 3 months after the initial surgery explains why it was loosen in its upper part but it can¿t be confirmed that this track is the exact cause of the reported event. It cannot be excluded that the patient's bone quality and quantity was affected by the cancer treatment and contributed to the fracture. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery on (B)(6), 2020 following the fracture of its exception stem prothesis at the distal level while he was at walking at its workplace. Patient suffered from pain.

Manufacturer narrative:
(B)(4). The following sections were updated : b3, b4, b5, g3, g6, h2, h6. G3 - report source, foreign -event occurred in france. Information on the paient has been provided : the patient is 70kg and 1m83 tall, during the event he was not carrying any load, he was walking and the implant fractured. The event date has been updated to (B)(6) 2020. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision surgery following the fracture of its exception stem prothesis at the distal level while he was at home. Patient suffered from pain.

Manufacturer narrative:
(B)(4). List of associated devices: avantage reload cup ti ha s54, reference (B)(4), batch 0000848839. Avantage e1 inlay s54 / 28, reference (B)(4), batch 0000835979. Alumina femoral head d28/0/5 42/12-14, reference (B)(4), batch 0000849679. This follow-up report is being submitted to relay additional information. Both initial and revision surgeries notes have been received. Regarding the initial surgery, nothing abnormal has been noticed. Regarding the notes of the revision surgery, it has been noticed that the stem was loosen in its upper part but well osteointegrated in its lower part which might explain the fracture of the stem at the distal level due to mechanical forces exerted on the lower part. Finally, an anatomopathology report has been received dated before the initial hip arthroplasty, which stated that the patient had a lymphoma treated with chemotherapy and corticosteroids. Moreover, it is noticed that the patient had coxarthroses which led to important osteonecrosis. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. A complaint extract was done regarding revision due to implant fracture following loosening of the upper part of the stem: 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference (B)(4), from (B)(6) 2018 to (B)(6) 2021. 1 complaint (1 product), this one included, has been recorded on standard femoral stem exception -cementless- 5°42- 12/14 - left s4, reference (B)(4), batch 0000858950. The product was returned and lab analysis was performed. The product analysis shows that the product has been returned in spare parts. Indeed, it was noticed that the stem was broken in two parts. The root cause of the breakage could not be determined. The review of the instruction for use of the exception stem shows that avantage cup, avantage inlay and alumina femoral head used are compatible with the stem. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. Indeed, the fact that the stem was loosen in its upper part but well osteointegrated in its lower part might explain the fracture of the stem at the distal level due to mechanical forces exerted on the lower part. However, the reason why the stem did not osteointegrates in its upper part could not be determined. The patient has been requested to provide x-rays. The investigation will be re-opened upon receipt of these x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery following the fracture of its exception stem prothesis at the distal level while he was at home. Patient suffered from pain.